Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the pitch dual row black cable was disconnected from connector of the main pcb and the connecter had a bent pin. The main pcb was replaced to remedy the problem. No evidence of impact damage was observed to the exterior of the device; therefore, the complaint is closed as user attempted repair. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.